Event description:
An advocate called for her grandmother stating that she received a control result of 346mg/dl on her contour meter. The normal control range was 99-137mg/dl. No adverse event was alleged. The call ended before any information could be obtained. No product will be replaced at this time.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.